Manufacturer narrative:
(B)(4). The(B)(6) optiflow + tracheostomy direct connection interface is used to deliver humidified oxygen to patients via tracheostomy. The interface is held in place by a neck strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's trache. Method: the complaint (B)(6) optiflow + tracheostomy direct connection interface was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information, photograph provided by the customer, and our knowledge of our product. Results: visual inspection of the provided photograph revealed that the tubing was pulled apart near the 3- way connector and the lanyard was in its original packaging, unused. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. However, it is likely that the damage observed to the opt970 optiflow + tracheostomy direct connection interface is due to the tubing being pulled by the user, and not using the lanyard. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject interfaces would have met the specification at the time of production. Our user instructions that accompany the opt970 optiflow + tracheostomy direct connection interface states: - appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. - do not crush or stretch tube, to prevent loss of therapy. - the lanyard is designed to minimize the loading and movement to the tracheostromy tube. Secure the lanyard properly to avoid accidental decannulation or airway damage. - to ensure loading and movement on tracheostromy tube is kept to a minimum make sure the lanyard is secured properly. - if using an mr850, attach the tubing clip to the breathing circuit but ensure probe cable is not crushed by tubing clip. - failure to use the set-up described above can compromise performance and affect patient safety.

Event description:
A distributor reported on behalf of a healthcare facility in china that the tubing of an opt970 optiflow + tracheostomy direct connection interface was broken. There was no reported patient consequences.

Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigations. We will provide a follow up report upon completion of investigations.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) that the tubing of an opt970 optiflow + tracheostomy direct connection interface was broken. There was no reported patient consequences.